Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that after insertion of a tampon, the string separated from the pledget when she removed the applicator from her vaginal cavity. She used a tweezers to remove the pledget from inside of her. She did not seek medical attention and she did not experience any adverse health effects.